Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.

Event description:
It was reported that a large volume intermate ruptured. The malfunction occurred at the end of infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.